Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the channel unblocked and in addition, reduced angulation, dents on the distal end plastic cover, cracked distal sheath glue, a deep scratch at 25 on the insertion tube, and a deep scratch near biopsy port. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the biopsy channel of the evis exera iii gastrointestinal videoscope was blocked approximately 5 inches inside the biopsy channel. The issue was found during preparation for use for a diagnostic procedure, which was completed without delay using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the biopsy channel was clogged with foreign material, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.